Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2015 a patient reported experiencing elevated blood glucose of 200-300 mg/dl in (B)(6) 2015 due to a kinked infusion set. The patient was hospitalized and treated in the ICU for 6 days with a severe fever, vomiting, and weakness. She was treated with an insulin IV. She was moved from the ICU and was treated for 4 more days in the hospital. The unomedical infusion set in use during this event is not manufactured by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).